Event description:
It was reported that the user experienced a suspected occlusion and accidentally entered two dinner meal announcements, after which glucose remained in range at 125; the event was characterized as a use-of-device problem. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the device component could not be more specifically categorized. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.